Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that tubing was leaking.

Event description:
It was reported that the tubing was leaking. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report that the tubing was leaking was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. No obvious issues were observed. Examination under magnification of the set's micron filter observed the top assembly not fully secured to the bottom assembly. No obvious damages were observed. Functional testing confirmed leaking from the filter weld. No other leak was observed from anywhere else along the set. Handling of the filter observed the top assembly was able to be lightly pried away from the bottom assembly. The cause of the leak was due to the observed damage. The root cause of the damage was not identified.